Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, numbness, mobility, dentist thinks loss comes from booster, patient was vaccinated three times ((B)(6) are same patient).